Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 485mg/dl. It was stated that the customer was not in compliance with medical plan, and he had unexplained high glucose for the past days. Troubleshooting was performed. Reviewed the programming and found that the time and date were incorrect. The customer also was receiving battery alarms. It was stated that the customer uses the reservoirs more than once, and only changes the infusion set doing the infusion set change. Advised the customer to change the entire infusion set. Then the mother called back and requested assistance on how to turn off the insulin pump because the customer was hospitalized. Explained the mother that the battery can be removed, but the insulin pump data and settings would be lost. Also, the mother requested assistance on the priming process w/o the reservoir in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.